Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was a broken/lid/cap. The following information was provided by the initial reporter. The customer stated: "while affixing the label to the tubes, the hcp found that the cap of one tube was partially damaged/deformed."

Manufacturer narrative:
H6: investigation summary: bd received one samples and 4 photos for investigation. The photos and samples were reviewed and the customer¿s indicated failure mode for damaged cap was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged cap . Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® edta 2k there was a broken/lid/cap. The following information was provided by the initial reporter. The customer stated: "while affixing the label to the tubes, the hcp found that the cap of one tube was partially damaged/deformed."